Event description:
The user facility reported that upon initial insertion of the arteriotomy locator device, the physician felt the device "snap". The physician pulled the device out and realized the green portion of the dilator on the arteriotomy locator had broken off intravascular. The physician exchanged the 5 french sheath for an 8 french sheath on that side and attempted to use a snare to get the broken piece out. He was unable to snare, therefore, he got contralateral access on the other side and went up and over and was able to use a catheter to push the broken piece into the 8fr sheath and pull it out. The case was a transarterial chemoembolization (tace). Physician stated the patient was 320lbs and had a scarred groin due to previous angio-seal's which made insertion tough. No patient injury was reported. The groin shot was done and appeared okay. Endovascular intervention was completed to retrieve the broke piece; however, the patient was not injured. The event occurred intra-operative. No blood loss was reported. There is not a direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention.the user facility reported that upon initial insertion of the arteriotomy locator device, the physician felt the device "snap". The physician pulled the device out and realized the green portion of the dilator on the arteriotomy locator had broken off intravascular. The physician exchanged the 5 french sheath for an 8 french sheath on that side and attempted to use a snare to get the broken piece out. He was unable to snare, therefore, he got contralateral access on the other side and went up and over and was able to use a catheter to push the broken piece into the 8fr sheath and pull it out. The case was a transarterial chemoembolization (tace). Physician stated the patient was 320lbs and had a scarred groin due to previous angio-seal's which made insertion tough. No patient injury was reported. The groin shot was done and appeared okay. Endovascular intervention was completed to retrieve the broke piece; however, the patient was not injured. The event occurred intra-operative. No blood loss was reported. There is not a direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention.

Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy. A2: age & date of birth: requested, not provided due to hospital policy. A3: patient sex: requested, not provided due to hospital policy. A4: weight: requested, not provided due to hospital policy. A5: ethnicity: requested, not provided due to hospital policy. A6: race: requested, not provided due to hospital policy. D6b: explanted date: device was not explanted. E3: occupation: senior lead rt. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One (1) 6 french angio-seal device was returned for product evaluation. The returned device included the locator, hemostasis sheath, carrier tube, and packaging. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath was found to have been kinked at the blood inlet hole. The locator was also found to have been broken at the blood inlet hole. No other damage or issues were identified. The complaint was able to be confirmed for mechanical damage to the sheath and locator. The exact root cause was unable to be determined. The likely cause was determined to have been damage sustained by the device due to difficult insertion from patient anatomy. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).